Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having hypersensitivity, asthma (new or worsening), lung disease, cancer from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested this time. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. No repair performed due to the device not needed for inventory. The unit will be scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having hypersensitivity, asthma (new or worsening), lung disease, cancer from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested this time. The manufacturer was made aware of this complaint through a representative of the customer.  At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.